Event description:
Initially notified of the event by receipt of maude event report form for voluntary report no (B)(4). Copy of the customer medwatch states that "the pt was having a three level discectomy and fusion. During the procedure, the instrument broke off in the pt's disc space. The surgeon was able to remove the broken piece and determined that there was no harm to the pt. Surgery was completed without any further incidents.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.